Event description:
Failed implant; site 20. Prosthesis info (required for abutment and cares digital solutions restoration of prosthesis? Full (lowed). At time of surgery: local infection, bone quality (type) ii; site was tapped. Bone-level profile drill used; issue-level profile drill used. Holding key was not used. Primary stability was achieved. Osseointegration was achieved. Implant was covered with bone. The implant was immediately loaded. Augmentation was not performed during surgery. A membrane was not used. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5171133.